Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a multiple altitude alarms occurred. Customer's blood glucose was 140 mg/dl. Reportedly, the pump was not outside the labeled altitude operating range. The cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported was the pump shutdown unexpectedly. Customer declined troubleshooting with tandem technical support and declined to provide further information.